Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the image sensor unit may be damaged (disconnection, etc.) Due to use stress, external factors, or handling, or mounted parts on the electric board or ic chip, capacitor, failed. The event can be detected by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". [Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) four. Adjust the amount of light to get the proper brightness. Five. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye flex deflectable videoscope displayed a e228 scope ID data corruption error message. The error was displayed when preparing the scope for use in a therapeutic procedure. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and an e228 error message was not displayed. Evaluation did find an e216 scope communication and b30 scope communication error messages were displayed due to damage on the charged coupled device unit, the bending section cover adhesive was chipped, the light guide connector was deformed, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.